Event description:
It was reported that pump displayed malfunction message in tandem source, and caller confirmed malfunction code on pump with no notable events occurring beforehand. There was no reported impact to the customer¿s blood glucose level. Customer was assisted by technical support with pump reset steps, and after reset malfunction did not recur, so customer was advised to continue using pump and to call back if malfunction message appeared again, with acknowledgment and understanding confirmed.